Manufacturer narrative:
Device is used for treatment, not diagnosis. A visual inspection and functional test were performed. The visual inspection has shown that there is nothing broken off at the screwdriver. There are some traces of wear, like slight discoloration and slight deformations at the forefront visible. Also there is a thread shaped stress mark above the stardrive visible, apparently caused by an excessive metallic contact with another device during the insertion of a screw. The function test has shown that the screwdriver is still functional, but the self holding effect is limited, which can be traced back to the above mentioned traces of wear. The device history record was researched, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. No product fault could be detected. The exact cause of this complaint cannot be defined as the condition of the screwdriver does not match with the complaint description. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013 during a procedure a surgeon performed a final tightening of the screws with a torque limiter. The tip of the screw driver broke off inside the head of the screw, and became stuck. The piece could not be recovered and was left inside the patient.